Manufacturer narrative:
(B)(4). Investigation summary: according to the information provided, it was reported that during an unknown procedure the vapr premiere50 electrode -ea had no contact to the vapr generator. The complaint device was received and evaluated. Visual inspections revealed signs of activation but in expected condition and no visual damaged found. It did not work during ablate and coagulation test. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr premiere vapr premiere50 electrode -ea: the device has not been returned in its original packaging. The active tip of the electrode shows no clear signs of activation. Also, it was found a saline residue in the suction tube. Finally, the electrode shaft, handle, cable and plug does not show any signs of damage. The device as presented showed no active continuity. The break in continuity was located across the electrical crimp. The activation test recorded that even after an extended activation period of 3 minutes, no output from the distal tip was observed on either ablate or coag modes. We were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A manufacturing record evaluation was performed for the finished device [lot/serial] number (B)(4) and no non-conformances were identified. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document, as a ¿hardware circuit failure¿, caused by an ¿incorrect assembly¿, causing a ¿delay or possible cancellation to a procedure¿ and a failure severity of minor. A CAPA investigation cap (B)(4) was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. In addition to the design change being rolled out, an interim action was also implemented as detailed below to help reduce recurrence. Crimp wire jig gml5426 was introduced for this device via co-326112 on (B)(6) 2019. The complaint device was manufactured prior to this change. Device history lot: a manufacturing record evaluation was performed for the finished device [lot/serial] number (B)(4) and no non-conformances were identified.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the vapr premiere50 electrode -ea device had no contact to the vapr generator. During in-house engineering evaluation, it was determined that the device would not coagulate. The procedure was completed using another electrode. No patient consequence and no surgical delay was reported. No additional information was provided.